Manufacturer narrative:
The outcome attributed to adverse event was chipped teeth. The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Manufacture date not provided or identifiable. Customer contact information, name, mailing address, phone number and email address were not provided. The complaint was received from a consumer in (B)(6). Analysis results: product will not be returned to confirm a malfunction has occurred.

Event description:
The consumer alleged that their protectiveclean power toothbrush chipped their teeth.